Manufacturer narrative:
Received one plpul2520 in opened original package. Lot number was verified. Performed a visual inspection, the electrode was discolored at the top which could have been due to excessive heat. No other obvious abnormalities or defects were confirmed. Preformed a functional inspection using the system 5000 (c5731), the device functioned with and without the electrode inserted as intended. No heat was felt. A device history record review found no abnormalities that would contribute to this reported event. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 reports, regarding 22 devices, for this device family and failure mode. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used during a total knee procedure on (B)(6) 2023 and ¿during case dr. Put the pencil back in the holder and it activated through the holder and burned a hole in it. Sending in to make sure this wasn¿t a misfire and just an accident when placing it.¿. The procedure was completed with a 1 minute delay. After further assessment it was found, "it is not known if the device "self activated or someone accidentally activated it when it was in the holder.". There was no impact/injury, burn, medical intervention or prolonged hospitalization for the patient. It is not known what the settings were for the electro surgical unit, "I do not know what it was set at, I know it wasn¿t adjusted so it is whatever their normal output is set for. Nothing was out of ordinary there." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used during a total knee procedure on (B)(6) 2023 and ¿during case dr. Put the pencil back in the holder and it activated through the holder and burned a hole in it. Sending in to make sure this wasn¿t a misfire and just an accident when placing it.¿. The procedure was completed with a 1 minute delay. After further assessment it was found, "it is not known if the device "self activated or someone accidentally activated it when it was in the holder.". There was no impact/injury, burn, medical intervention or prolonged hospitalization for the patient. It is not known what the settings were for the electro surgical unit, "I do not know what it was set at, I know it wasn¿t adjusted so it is whatever their normal output is set for. Nothing was out of ordinary there." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.